Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an implant procedure, while still in the procedure room, as the swan ganz catheter was removed, the patient began to cough and blood was noted on the patient's tongue when checked. The patient was given protein to control the bleeding and a CT scan was performed following the procedure to check for active bleedings. The patient is in stable condition and has been discharged from the hospital.